Event description:
During post dilatation of a stent with a peripheral dilatation balloon over this reported device the balloon ruptured. This resulted in the wire becoming trapped in the stent which lead to tip separation. The decision was made to leave the tip of the wire in vivo.